Event description:
It was reported that balloon rupture occurred. A 2.75mm x 12mm nc emerge balloon catheter and a 2.50mm x 12mm nc emerge balloon catheter were each used consecutively for dilatation. However, during inflation, the balloons ruptured. The procedure was completed with a wolverine balloon catheter. There were no patient complications reported.